Event description:
It was reported that balloon ruptured occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation, however, during the first inflation at 10 atmospheres for 30 seconds the balloon ruptured. The device was removed and completed the procedure with another of the same device. There were no patient injury reported and the patient condition was good.